Event description:
The customer reported a falsely depressed total bilirubin result generated on the architect c4000 processing module for one sample. The following data was provided (customer provided reference range is 0.3-1.2 mg/dl): initial result was <0.1 mg/dl, rerun on other analyzer = 0.4 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed multiple troubleshooting procedures including adjustment of the cuvette dryer tip, removing a clog from the waste tubing and part cleaning. However, no definitive part was identified as the cause of the issue. Data and information provided by the customer were reviewed and support the complaint issue. The instrument service history review for (B)(6) revealed no additional complaint tickets associated with falsely depressed total bilirubin results. A review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. A review of the manufacturing documentation did not identify any nonconformances or potential nonconformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) was identified.

Event description:
The customer reported a falsely depressed total bilirubin result generated on the architect c4000 processing module for one sample. The following data was provided (customer provided reference range is 0.3-1.2 mg/dl): initial result was <0.1 mg/dl, rerun on other analyzer = 0.4 mg/dl. No impact to patient management was reported.